Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem 'downstream occlusions error' could not be confirmed through the event history log (ehl) review or reproduced during evaluation. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a downstream occlusions error. There was no patient involvement. No additional information is available.